Event description:
The new endeavor drug eluting stent is packaged inside two envelopes. The outer envelope is foil lined to prolong shelf life but is not sterile, inside or out. The inner envelope contains the stent and delivery system and is sterile on the inside. The industry standard with all stents is one envelope which is sterile on the inside. On the date of the event, a circulating nurse opened the outer package of the endeavor stent and the sterile scrub technician removed the inner envelope-which is not sterile-, opened it and prepared the stent. The stent was handed to me and I implanted it. I was not aware of the breach in sterile technique since I did not see the hand off. The problem here is obviously with my staff not being familiar with the correct opening procedure. However, I believe this is also a system error with the MFR. They should either adhere to the one envelope system, or make sure that the inside of the first envelope is sterile to avoid this type of break in sterile technique. This is an easy mistake to make and could have serious consequences-sepsis, infected stent, death. I recommends that the FDA mandate that medtronic change their packaging system to match the industry standard.